Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to over-torquing/over-engaging the driver within the screw head.

Event description:
On 16 july 2024, it was reported by a sales representative via email that both an ar-8916-14 drill bit, 1.7mm and an ar-18700-54 driver shaft, t8, self retaining, ao, broke during use. This occurred on 10 july 2024 in flinders medical centre during a navicular orif. Using arthrex equipment for open reduction internal fixation 1.7mm drill bit (ref: ar-8916-14) snapped at drill tip. 2.4mm t8 screwdriver (ref: ar-18700-54) snapped while screwing locking screw into locking plate. Ar-18724p-54 plate removed from patient as screw thread secured into plate and unable to be removed. All arthrex stock removed and discarded. The case was completed successfully using a synthes va foot set. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.